Manufacturer narrative:
Device will not be returned; device was not explanted. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and a copy of the operative report was received. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the patient has expired after an implant duration of approximately zero days. Through the operative report, the following was learned: "the valve was replaced utilizing a 27-mm bioprosthesis. Once implanted, the valve seated nicely. Leaflet coaptation and excursion appeared good. The heart worked reasonably well, and the patient was separated from cardiopulmonary bypass without difficulty... The patient tolerated the procedure well and was transferred from the operating room to the cardiovascular recovery unit in a hemodynamically stable condition. Even by reoperative standards, this was an extremely difficult operation due to the generally poor quality of tissues and dense cardiac adhesions."